Event description:
The pt was bilaterally implanted with saline mammary prostheses on 7/17/97. Subsequently, the pt experienced bilateral capsular contracture and pain. The devices were removed on 11/18/98.